Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y, the device would not open after having been advanced into the trocar. This was the initial insertion and the device was not placed on tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. No device will be returned as the pt had (B) (6).